Manufacturer narrative:
The information and pictures received point to a vascular occlusion. Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.

Event description:
Primevigilance notified teoxane of an adverse event on 30 march 2023. A patient was injected on (B)(6) 2023 with approximately 1.5 ml of teosyal rha3 in the lips (0.325ml each side on the top and 0.4ml in the bottom). The injection was done using the needle provided in the box. The same day of injection, the patient experienced blanching, bruising, drooping, swelling, discolouration and crusting on lips. We were informed that the patient has history of filler injection in the lip in 2022 with restiyane define & kiss. The injector treated the patent with several injections of hyaluronidase (hylenex) as follows: on (B)(6) 2023: 12 iu. On (B)(6) 2023: 300 i.u. On (B)(6) 2023: 75 i.u. On (B)(6) 2023: 90 i.u. On (B)(6) 2023 evening, the patient also presented to the ER for pain and received a shot of non-steroid ant-inflammatory (toradol). On (B)(6) 2023, the patient visited the injector who performed dental block each time to decrease the pain the patient was complaining about. On (B)(6) 2023, the situation improved as only slight redness as well as tenderness on the cheek were observed. Based on the first information received, the case was assessed not reportable. However, according to the picture received on (B)(6) 2023, the case was upgraded as reportable due to evidence of vascular occlusion.